Manufacturer narrative:
(B)(4). Vanguard cr ilok fem-lt 70 catalog # 183032 lot# unknown; vngd cr tib brg 12x71/75 catalog # 183442 lot# unknown; biomet cc I-beam tray 75mm catalog # 141224 lot# unknown. Customer has not indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient underwent primary left total knee arthroplasty. Subsequently, the patient was noted to have patella fracture. No additional information is available.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.